Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 41 mg/dl. After few hours the customer again checked blood glucose and the level of blood glucose was 90 mg/dl, 70 mg/dl and 245 mg/dl. Customer treated with protein drink, orange juice and muffin in the toaster. The customer declined troubleshooting for low blood glucose. The product will return for the analysis.